Event description:
It was reported that during functional check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test due to leakage.

Event description:
It was reported that during functional check by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test due to leakage. There was no patient involvement.

Manufacturer narrative:
Event site telephone: (B)(6). The getinge field service engineer (fse) that encountered the issue replaced the safety disk and the new safety disk was fine. The device then worked perfectly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test due to leakage.